Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A definitive cause for the reported recurrent mitral regurgitation could not be determined in this event. The reported patient effect of mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Implant date: estimated date. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report recurrent mitral regurgitation, medical intervention, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr). On an unknown date, one clip was successfully deployed, reducing mr. On (B)(6) 2020, the patient underwent a second mitraclip procedure to treat recurrent mr. The clip was stable on both leaflets, but mr increased to 4. One additional clip was implanted, reducing mr to 1+. Immediately after the procedure, the clip delivery system and steerable guide catheter have been removed. However, a non-abbott secondary catheter that remained in the patient had perforated the pulmonary vein. An attempt was made to balloon the perforation, but the patient had heart failure and CPR was performed on the patient and caused the patient to expire. The physician stated the patient death is related to ted secondary catheter, and not the clip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.